Manufacturer narrative:
Belated evaluation and reporting of this complaint was done during retrospective review as part of CAPA 20-0074 corrective action 6. It could be confirmed that the ceramic tip of device was broken off. Also, the bipolar loop was broken and not in the original position. The most potential root cause was due to mechanical damage to both the ceramic tip and the loop which led to the breakage. The event is filed under internal karl storz complaint ID (B)(4).

Event description:
It was reported that there was event with a resectoscope sheath. According to the information, there were defects during the usage: burning smell; the tip of the sheath was damaged. No further information available.